Manufacturer narrative:
H.6. Investigation: the complaint of an infection was inconclusive because no sample was returned to vad for evaluation. The lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. A device history review (DHR) cannot be performed as no lot number was provided by the complainant.

Event description:
It was reported by the health canada website that a facility reported a unspecified infection . An unexpected medical intervention and serious injury illness impairment was reported. No further information. Cause not established.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the health (B)(6) website that a facility reported a unspecified infection. An unexpected medical intervention and serious injury illness impairment was reported. No further information. Cause not established.